Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01554. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 1 year. Manufacturer's investigation conclusion: the device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported mild trauma of the driveline site could not be conclusively determined. Although the driveline site was reportedly not believed to be infected, infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen in clinic on (B)(6) 2018 for day 360 post-implant. A redness and irritation of the skin under anchor and dressing with redness and swelling around the percutaneous lead (driveline) site was found. The patient reported mild trauma during sleep. This was not felt to be an infection and no cultures were done. There was no drainage and no need for antibiotics. The lvad clinician reported that the plan will be to attempt to arrange for the patient to trial a new dressing and to also arrange to schedule the patient¿s significant other for dressing education. No additional information was provided.